Event description:
An endurant iis bifurcate stent graft was implanted in a patient for the endovascular treatment of a 50mm aaa it was noted this patient already had right external and common iliac stents placed prior to the aaa index procedure. The patient also  had left common iliac stents placed as well which were much smaller than the right side.  The patient was scheduled for a right femoral- popliteal bypass at the time of the procedure.  It was reported during the procedure, after the cutdowns were performed, guide wires were placed up both access sites. The right external iliac stent was ballooned with 6 x 4 pta balloon. The endurant iis bifurcate device was delivered to the level of the renal arteries. The graft was deployed below the renal arteries. Once it was deployed the top of the graft did not open, from the flow divider down it opened. The tip capture was released but it did not release. The gate was cannulated and a balloon was placed to open the graft. The distal portion of the graft opened and once again the top 4cm of the graft did not open with the balloon. At this point after magnification views the problem was visualized, the iliac stent was wrapped around the graft. At this point the physician  tried to make sure the renal arteries were not covered since at the time the physician was  not sure what type of stent was wrapped around the stent graft ( covered vs. Uncovered). The physician  was able to pull the graft down since the supra renal stents were still constrained. The delivery system was removed and the physician used multiple balloons to try to expand the graft. At this point the physician was unable to get the graft to expand so the decision was made to convert to open repair. Since the graft was down in the aorta the physician  was able to clamp below the renal arteries. The endurant iis graft was explanted and the stent around the endurant was confirmed. It was noted it was the  previously placed iliac stents that was trapped on the endurant iis.  An aorta bi- fem was completed along with the planned right fem- pop bypass. The patient did well throughout and was extubated that night.  Per the physician the cause of the event was anatomy and the previously placed iliac stents.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; it could not be determined what brand the previously implanted iliac stents are , that interacted with the endurant iis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.